Event description:
The pt underwent percutaneous transluminal coronarry angioplasty (ptca). The cardiologist attempted arteriotomy closure using a prostar xl 8fr. Device. No resistance was encountered to access and the device was positioned at a 45 degreee angle. Good marking was achieved. After confirming that the hub was locked in the proper position, the device was deployed but none of the needles presented at the hub. Two of the needles presented through the skin. Attempt to back down the needles was met with resistance and the needles could not be returned to the sheath. A vascular surgeon was consulted. The pt was taken to surgery for surgical removal of the device. In surgery, the vascular surgeon found the two remaining needles stalled in the blood vessel wall. The device was successfully removed and the artery was surgically sutured. The pt recovered without further incident.